Event description:
Initial info received from a nurse on (B)(6) 2011: a female consumer initiated treatment with injectable poly-l-lactic acid (sculptra aesthetic) [lot number and expiration date unk] for an unk indication and experienced nodules at injection sites. The pt was also reported to be anorexic. No further relevant info reported. This is case 3 of 4. This case is associated with case ID #s: (B)(4).